Event description:
A physician reported that during implantation of an intraocular lens (iol) the lens came with small fractures on the optic, in order not to affect the visual quality of the patient, decides to explant it at that very moment and place a new one. The patient was recovered.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).